Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. The device passed the final test procedure, was recertified. The device was labeled "not for clinical use" and forward to scrapped. The replacement device was send to customer. Analysis for reports of this type has not identified an increase in trend.